Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular high rate (vhr) episodes that appeared to be noise and non-physiologic intervals on the right ventricular (rv) lead. Follow up with the physician determined that the patient had been seen in clinic and the rv lead sensitivity was adjusted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.